Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: unknown, implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial#: unknown, implanted: (B)(6) 2018, product type: extension. Product ID: 3389-28, lot#: unknown, implanted: (B)(6) 2018, product type: lead. Product ID: 3389-28, lot#: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were low impedances on both sides of the deep brain stimulation (dbs) system. All bipolar pairs on the right side were low and 0/1, 0/3, and 1/3 on the left side were low. The patient's parkinson's symptoms had returned. The issue was discovered via clinician programmer impedance measurement, and no interventions had been taken at this time.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3389-28 lot# va1hcr3 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 3389-28 lot# va1hcr3 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead h3: the returned lead (model 3389-28, lot va1hcr3) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented, but there was no impact to the device. The device passed functional testing. The returned lead (model 3389-28, lot va1hcr3) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented, but there was no impact to the device. Analysis identified the #0 conductor was crossed over by the proximal end connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3389-28 lot# va25nkp implanted: (B)(6) 2020 product type lead product ID 3708660 serial# (B)(6) implanted: (B)(6) 2018: product type extension product ID 3708660 serial# unknown implanted: (B)(6) 2018: product type extension product ID 3389-28 lot# va1hcr3 implanted: ((B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 3389-28 lot# va1hcr3 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that a cct was taken but they were still awaiting the results. The patient had been adjusted with medication in the mean time.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2018 product type extension product ID 3708660 serial# unknown implanted: (B)(6) 2018 product type extension product ID 3389-28 lot# va1hcr3 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 3389-28 lot# va1hcr3 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient went to the clinic again after a long time and the impedances were low again in the right hemisphere.

Manufacturer narrative:
Continuation of d10: product ID 3389-28 lot# va25nkp serial# implanted: on (B)(6) 2020 explanted: product type lead product ID 3708660 lot# serial# (B)(6) implanted: on (B)(6)2018 explanted: product type extension product ID 3708660 lot# serial# unknown implanted: on (B)(6) 2018 explanted: product type extension product ID 3389-28 lot# va1hcr3 serial# implanted: on (B)(6) 2018 explanted: on b)(6) 2020 product type lead product ID 3389-28 lot# va1hcr3 serial# implanted: on (B)(6) 2018 explanted: on (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had a CT scan on (B)(6) 2022. Comparing to the CT scan on (B)(6) 2020 there were no significant changes in findings. In particular no fresh ischemia, no intracranial mass, unchanged position of the electrodes on both sides. They also checked electrode placement in the presence of the previously described electrode damage. There was no material rupture, but the corresponding measurements indicated a continuity interruption on the left side. They requested a neurosurgical presentation of the patient for a decision on a possible change of material.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the low impedance is unknown. The patient has an x-ray for may-10th. The low impedance has not been resolved. The serial number of the right extension is unknown.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3389-28 lot# va25nkp product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2018 product type extension product ID 3708660 lot# serial# unknown implanted: (B)(6) 2018 product type extension product ID 3389-28 lot# va1hcr3 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead product ID 3389-28 lot# va1hcr3 implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code 25 has replaced conclusion code 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Both leads were explanted and replaced. It was noted that both leads were attached to the skull with metal plates (at the burr hole) and at this point the lead insulation was damaged. After replacing the leads, the impedance was okay. It was also noted the patient may have fallen before the event.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3389-28 lot# va1hcr3 serial# implanted: (B)(6) explanted: (B)(6) product type lead product ID 3389-28 lot# va1hcr3 serial# implanted: 2018-12-06 explanted: 2020-03-19 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was now on 0/3v, additionally the patient is now case and contact 1 (686ohms). There was no relief in the patient's symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was stated that low impedance was noticed in (B)(6) 2019, however at that time the patient was not symptomatic. The impedance at that time was not noted as a problem by the hcp. There were no falls or trauma that may have been related to the low impedance. An x-ray was performed to check the system and no abnormalities were seen. The cause of the issue was not determined. There has been no decision yet to take further action, and the issue was not yet resolved.